Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulty placing the lead and the lead became dislodged multiple times during the implant. The lead was removed and the physician elected to use a new lead. No patient complications have been reported as a result of this event.